Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (discharge profile fault) was confirmed. Upon investigation, the monitor failed incoming functionality testing and displayed a service code 102. The cause for the failure was an intermittent connection at the j1000 connector. The root cause for the intermittent connection was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that there were discharge profile fault flags in the patient's flag files.